Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that device is not detecting ECG signal in monitor from ECG sensor and external paddle. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.